Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: subcutaneous versus transvenous implantable defibrillator q3 : an updated meta-analysis. Heart rhythm. 2020. 1-10. Doi.org/10.1016/j.hrthm.2020.11.013. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which included information from a meta-analysis review of literature articles. According to the article, "the purpose of this study was to conduct an updated meta-analysis comparing subcutaneous implantable cardioverter defibrillator (s-ICD) versus the transvenous implantable cardioverter-defibrillator (tv-ICD)." The article reports patients that experienced inappropriate shocks due to supra ventricular tachycardia (svt) and oversensing, device-related infections, procedural, and pocket complications. There were also lead complications, but the nature of the complications was not given. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique manufacturers/device serial numbers/complaints. Thirteen studies comprising 9073 patients were included in the analysis. The status/location of the products is unknown; however, there were some device extractions noted. No further patient complications have been reported as a result of this event. No further information was available.